Manufacturer narrative:
No further information has been provided to date. This report will be updated should additional information become available.

Event description:
Boston scientific received information that this pacemaker recorded two episodes of noise on the competitor right ventricular (rv) lead channel with loss of capture. Variations in pace impedance measurements between 400 to greater than 1600 ohms were also observed. Suspecting an imminent lead fracture, the physician elected to schedule a lead revision though details have not been obtained. The duration of loss of capture is not known though it was reported the patient is pacemaker dependent. No adverse patient effects were reported. This device remains in service.